Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument grasper end was broken, and it could not be removed from the cannula. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 0.50 from the distal tip. Material approximately 0.098" x 0.246" was found missing. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8 was updated to initial use of device.